Event description:
It was reported that during an acl surgery the needle came loose. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. Upon visual inspection, it was noted that the needle detached from the fiberlink with fiber tag needle assembly of the acl fibertag® tightrope® implant. Functional testing was not performed due to the detached needle from the device. The cause of the reported failure is an internal manufacturing issue.